Event description:
It was reported the leads migrated. It was noted the x-rays were done. It was further noted that an extra surgery was needed to place the electrodes correctly. The reporter stated that the use of a bad measurement reference led to an implantation of the leads deeper than desired. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the result of the surgeries was an error in the lead placement. Additional information received reported the error was caused by human error during the calculation of the implantation depth of the lead. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).